Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the lead site and the patient was not getting stimulation after being hit by a softball. X-ray was taken and revealed that the lead migrated. It was also noted that there were two detached contacts on the lead and three contacts in the wrong place on the lead. The patient underwent a lead explant procedure and there were no contacts left on the patients body.